Manufacturer narrative:
This event occurred in (B)(6). (B)(4). (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys hcg + beta test system (hcgb) on a cobas e 411 immunoassay analyzer (e411). The primary tube of the sample initially resulted as < 0.100 miu/ml accompanied by a data flag. The initial result was reported outside of the laboratory to the patient. The patient complained about the result since it did not match her clinical history. The primary tube of the sample was then repeated, resulting as 297.7 miu/ml accompanied by a data flag. The sample was also repeated in a cup and the result was 278.5 miu/ml accompanied by a data flag. The patient was not adversely affected. The hcgb reagent lot number was 179825. The reagent expiration date was asked for, but not provided.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. A pre-analytic sample handling issue could not be excluded as a possible root cause.

Manufacturer narrative:
The customer noted that they had similar issues with other samples last year. At that time, the instrument was changed with a new one. No further details were provided.